Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER with syncope. It was noted that atrial events were being sensed on the ventricular channel. It was also noted that the lead had dislodged. The lead was successfully repositioned to resolve the issue. Patient condition was good following the event and will be monitored normally.